Event description:
It was reported that the pump battery was depleting quickly resulting in the pump shutting off. Customer went to the emergency room and was subsequently admitted to the intensive care unit (ICU) with a blood glucose (bg) level of 700-800 mg/dl with ketones. Ketone levels were identified as life threatening by health care provider. Customer was treated with intravenous fluids of saline and insulin to address the elevated bg. Treatment resolved the issue and there was no permanent damage. Customer was released from the hospital on (B)(6) 2025. The customer continued to use the pump for insulin therapy and has an alternate method of insulin therapy available if necessary.